Event description:
A us distributor reported that an electrode belt failed incoming testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (failed incoming testing) has been confirmed. Upon investigation the electrode belt failed an auto test for gel deploy. The problem was isolated to the distribution node (dn) gel fire wire was broken from the dn pca. The root cause was physical abuse. No adverse event resulted from the damaged belt.